Manufacturer narrative:
The returned device was evaluated and the pod was received with the cannula assembly fully deployed. The download data shows that the pod had completed both the first and second priming sequences in the expected number of pulses. The pod delivered 321 pulses before being deactivated by the user. The needle mechanism was manually reset to the not deployed state, then manually deployed by rotating the ratchet gear. The needle mechanism deployed as intended. The investigation found no damages or deficiencies that would contribute to a needle mechanism failure.

Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to 367 mg/dl. In addition the patient reports the pods pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.